Event description:
It was reported that during implant procedure, r waves were lower than initial test values. The ventricular pin was not all the way in the header was also noted. The physician unscrewed the set screw, but the lead did not come out the header. The lead did come out after tightening and then loosening the set screw. The device was not implanted. A new device was implanted. Patient was stable.

Manufacturer narrative:
The reported inability to loosen the set screw to remove the lead was confirmed in the laboratory. Final analysis found epoxy in the connector block threads, which caused the setscrew to get stuck. The analysis found may be traced back to manufacturing anomaly.